Manufacturer narrative:
Failure analysis confirmed that the insulin pump passed displacement test, basic occlusion test and prime/a33test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The e70 alarm was confirmed in history file. The drive support disk was inspected and no anomaly was noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer's blood glucose reading was 197 mg/dl. The customer sated the motor error occurred more than once in the last 30 days. She did state the settings were erased, but did recall seeing the motor position encoder error. The customer is able to rewind and the drive support cap appears intact. It was stated the customer had some motor error alarms in the history. It is unknown if the insulin pump will be returned for analysis. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.